Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. The depressed battery pins caused intermittent dc power connection. The rear case was replaced.

Event description:
During recertification of a baxter pump, evaluation testing was completed. During the testing, the device had intermittent connection with the dc power supply due to depressed battery pins. There was no patient involvement.